Event description:
It was reported that the left zenith flex aaa endovascular iliac leg graft occluded and required intervention. The patient underwent a procedure on (B)(6) 2017 to place the following cook grafts: zenith flex aaa endovascular graft bifurcated main body (rpn: tffb-28-96-zt). Zenith flex aaa endovascular iliac leg graft (rpn: zsle-20-90-zt). Zenith flex aaa endovascular iliac leg graft (rpn: zsle-20-56-zt). Zenith flex aaa endovascular iliac leg graft (rpn: zsle-20-74-zt). At some point, the left common iliac artery graft (unknown zsle) occluded and a right to left femoral to femoral cross over graft was placed. However, the zenith flex aaa endovascular graft bifurcated main body remains ¿widely patent.¿ imaging was provided to plan for a custom fenestrated cuff to address a type ia endoleak on the zenith flex aaa endovascular graft bifurcated main body. The patient will require a reintervention to address the type ia endoleak. It is planned to use a custom fenestrated cuff during the reintervention. No other information can be provided regarding the patient¿s medical history. An additional report will be submitted for the type 1a endoleak on the zenith flex aaa endovascular graft bifurcated main body under patient identifier: (B)(6).

Manufacturer narrative:
H3: device evaluated by mfg? Device not returned to manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.